Manufacturer narrative:
A medtronic representative visited the site and completed a system checkout. Testing revealed that the system performed as intended and hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that there was an alleged inaccuracy after registering multiple times. The surgeon wanted to decrease registration metric but could not get it below 3.3. They were only able to get a yellow zone of accuracy. The registration probe was at least 6 mm off anterior/inferior. They then re-registered again and this is when they got the 3.3 registration metric and proceeded with a 3 mm inaccuracy in the same direction. Inaccuracy was felt with all instruments. They used the system for the rest of the case. It was mentioned that a few points that were traced did not turn red, although they were not on the patient's skin. The surgery was completed with navigation and there was no impact on patient outcome. Technical serviced reviewed the archived from the event. The submitted exams loaded into the 1.2 software without any issues. The 3d model was pretty slimmed down, however, this is expected with ent scanners. Unfortunately, there was not a lot of real estate on the forehead to utilize tracing fully. There were red and yellow points close to the edges of the model, indicating the surgeon may have picked up there. There were 5 trace attempts, none of which used the touch functionality. It was recommended that additional touch be added and following the tracing pattern with a light touch, while keeping in account that the tracing region is not the patient's entire head.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through image analysis. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Aside from there being very little traceable surface in the exam, most patterns include many points from the tip of the nose (and in one case even the nostrils). The tip of the nose and the nostrils are very hard to trace well due to their soft and malleable nature. The patterns are all pretty minimal, though there is not much more to be done considering the scope of the exams. The patterns are all quite symmetric and there are often points under the skin (although not so much under that they appear red). If information is provided in the future, a supplemental report will be issued.